Manufacturer narrative:
Approximate age of device: 67 days. A specific cause for the reported gi bleeding and a correlation to the device could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no additional events have been reported at this time. A review of the device history record revealed that the device met applicable specifications. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding with tarry colored stools and anemia (B)(6) 2015. The patient was transfused with 3 units of packed red blood cells over the course of the event and unspecified changes to her medication regimen were made. An esophagogastroduodenoscopy and colonoscopy were negative; however, when the patient's inr returned back up to 2, she again experienced gi bleeding (B)(6) 2015. Changes to her medications were again made and she was transfused with another 3 units of packed red blood cells over the course of the event. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: start date: (B)(6) 2015. Resolved: (B)(6) 2015. Gi bleed event description: "subject admitted after clinic visit revealed low hemoglobin and hematocrit and subject admitted to recent black stools". The patient was hospitalized, changes to medication were made, and the patient was transfused 4 units packed red blood cells.